Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed to establish a blanking period following the ventricular pace and the sensitivity of the lead was adjusted. Further, it was noted that there were four ventricular tachycardia (vt) non-sustained tachycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stored electrogram showed that the right ventricular (rv) lead was t-wave oversensing (twos) post ventricular sense. The lead remains in use. No patient complications have been reported as a result of this event.